Manufacturer narrative:
The balloon catheter afapro28 with lot number 38314 and data files were returned and analyzed. The files showed at least four applications were performed with a non-returned balloon catheter 2afapro28 with lot number 38314 on the date of the event without any issue. The file confirmed system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ for the date of the event. Visual inspection showed traces of blood within the inner balloon. Smart chip verification showed that the catheter has been used for five applications on date of event. The catheter failed performance test due to system notice 50005 upon application of the vacuum. The pressure test showed a leak though the tip. Dissection and pressure testing showed a guide wire lumen breach. Further analysis showed a guide wire lumen breach and twist and a broken and protruded flat braided wire. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.